Event description:
Manufacturer representative (rep) called to inquire about patient having difficulty with recharging. Rep said patient is also getting error message about battery needing replacement. Technical services(ts) advised rep to check external equipment first to make sure there is no damage, before checking the implant site. Ts further reviewed that given patient's issue the recharger is likely the culprit. Rep will check with patient first and she may meet with patient tomorrow to investigate further and call to get replacement if necessary. Closing to process repair request before 4 pm. (B)(6) mdt rep called while with pt today. Pt reported seeing an rmxx message today on their controller and caller noted pt seeing the 'replace battery soon' message on the controller. Agent to replace rtm and controller overnight delivery via repair request. Mdt rep. Called and said pt got replacement equipment, but said the controller did not have the battery pack. Tss explained repair replacement process and mdt rep. Said they will meet with the pt to pair the new controller. Tss sent serial numbers of old equipment to mdt rep.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: 97745nt, (serial: (B)(6)); product type: implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported for the past week they had not been able to charge their implanted neurostimulator. Patient stated the controller displayed no device found. Agent reviewed meaning of no device found message. Patinet stated when they first tried to charge they also saw some sort of 'software error.' Agent reviewed information and walked patient through a reset of the controller. Patient then connected recharger and was able to start a recharging session with excellent quality. Patinet then saw poor quality and reported sometimes it is finicky to charge. Patient mentioned they had lost some weight so the implant site moved. Patient denied any falls or trauma to the area. Patient stated at one point they just saw recharging with no quality. Patient repositioned then saw excellent quality. Patient confirmed implant was dead. Patient asked how long it takes to recharge. Agent reviewed information. The troubleshooting steps that were taken on the call resolved the issue. Agent redirected patient to healthcare provider to further address the issue if issue persisted.